Event description:
It was reported that the ilet insulin delivery system exhibited a cartridge leak, leading to hyperglycemia as continuous glucose monitor (cgm) readings rose from 190 mg/dl to 300 mg/dl and later 343 mg/dl. The user noted insulin priming required excessive volume to see drops and subsequently performed a full supply change with successful priming at 5 units and resumed delivery. Symptoms included hyperglycemia, tiredness, and dry mouth. Outcomes included a need for troubleshooting, education, and user intervention, with instructions to monitor for ketones and expect glucose improvement within 90 minutes. Investigation included customer service troubleshooting over the phone and a dry-run priming test to assess pump function. Investigation of this case revealed that the leak was localized to the cartridge chamber and resolved after replacing the connector, cartridge, and infusion set, with normal drops observed during priming. It was concluded that the event was due to a supply issue related to a leaking cartridge assembly, and that pump function was verified through successful priming and resumed delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.